Event description:
It was reported that the balloon ruptured and the blade dislodged. A 2cm peripheral cutting balloon (pcb) was selected for use for a percutaneous transluminal angioplasty in the common femoral artery (cfa) and popliteal artery. The target lesion was 99% stenosed, severely calcified, and mildly tortuous. The balloon was used but indentation would not disappear at nominal pressure, so dilation was performed until rated burst pressure. On the third inflation attempt, the balloon came in contact with the protruding part of the calcification, and the balloon ruptured. The balloon was then removed from the body and the blade was found to be dislodged. There were no device fragments left in the patient. There were no patient complications reported and the patients condition post-procedure was reported as good. It was further reported that the blade did not dislodge.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned pcb 2cm device. A visual and microscopic examination of the device identified no issues with the blades of the device. All blades were present, undamaged and fully bonded to the balloon material. No issues were noted with the blades of the device that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak located at the proximal edge of the distal markerband. An examination of the balloon material identified no issues which could potentially have contributed to the damage identified. The rate of burst pressure of this pcb 2cm device is 10atm (atmospheres). A visual and microscopic examination of the device identified no issues with the tip or markerbands of the device that could have potentially contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured and the blade dislodged. A 2cm peripheral cutting balloon (pcb) was selected for use for a percutaneous transluminal angioplasty in the common femoral artery (cfa) and popliteal artery. The target lesion was 99% stenosed, severely calcified, and mildly tortuous. The balloon was used but indentation would not disappear at nominal pressure, so dilation was performed until rated burst pressure. On the third inflation attempt, the balloon came in contact with the protruding part of the calcification, and the balloon ruptured. The balloon was then removed from the body and the blade was found to be dislodged. There were no device fragments left in the patient. There were no patient complications reported and the patients condition post-procedure was reported as good.